Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with an ecr60w fully fired reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the misfire occurred on the first firing of the gun with a white cartridge across the jejunum. It was not noticed at that time. The case went on without any other issues noted but at the time when dr. (B)(6) was going to open the roux limb, he noticed some straight, unformed staples in the middle of the staple line. No mucosal layer was noted. Dr. (B)(6) then went below to check the bp limb and noted the same on that staple line as well. He over-sewed the entire staple line. Rep has the instrument and white reload to send in. Ees associates met with the surgeon and were unable to identify a clear root cause. The device has not yet been received for analysis. We discussed that the issue may have been due to having insufficient water levels in the swishing trays, but at this point this can't be said with any certainty.

Event description:
It was reported that during a gastric bypass roux-en-y procedure, the device was fired across the jejunum midway through the first firing with a white reload. The surgeon noticed straight staples (malformed). The surgeon noticed that this staple line on both the remnant and roux limbs contained malformed staples in the middle of the staple line. The staples on the proximal and distal ends were properly formed. This was noticed when the surgeon was bringing the jejunum up to the stomach for anastomosis. The staple line was over sewn using vicryl sutures and a lapra-ty device. The device was fired nine more times, six with blue cartridges, and three with white reloads before the malformed staples from the first firing were discovered. Additional staple lines were later inspected and were found to contain proper staple formation, but not all staple lines could be inspected intraoperatively. There was no adverse consequences to the patient reported.